Manufacturer narrative:
(B) (4). The customer complaint was reported to involve an unk product number. However, a possible product code is (B) (4), quinton curl cath, two cuffs, 57cm, peritoneal catheter, as this is what the customer uses and that is the product ID of the sample returned for review. The mfg lot associated with this complaint was unk. Without a lot number, a device history record (DHR) review could not be performed. Product number, (B) (4) uses catheter tubing that is extruded in-house and is made of a soft, but durable silicone based material. A void in the catheter would be noticed at several stages of production. The finished product is 100% inspected for various characteristics including tube necking, gels, inclusions, contamination, punch, cuts or nicks, excessive glue, overall length, cuff quality and cuff placement. The ultem adapter is a purchased molded component. Incoming qa inspection includes evaluation of tip ID, tip od, proximal ID, od with barbs, length, and visual inspection of full radius at distal end flash, quality and identification. The sample was received at the mfg site for review. The sample consisted of a transfer set by baxter with adapter attached. The adapter and the portion of the silicone tubing were removed from the baxter transfer set. Upon evaluation of the sample, there was an obvious slice in the silicone tubing at the end of the adapter. The slice measured .125 inches across the white stripe in the tubing. There were no visible sharp edges noted on the adapter. This complaint has been confirmed based upon the returned sample. However, based upon the evaluation of the returned sample it is not considered to be mfg related issue. The condition of the sample suggests that the catheter had been accidently mishandled creating the damage with a sharp object. The catheter is made of a soft, but durable silicone based material, however it is suspectable to nicks and cuts when it comes in contact with a sharp instrument, such as a scalpel or needle. Procedures are in place for 100% inspection during various stages of mfg. Based on the complaint history review, this is not inspection a defective lot or emerging trend. This complaint will be used for tracking and trending purposes.

Event description:
It was reported to covidien that a customer had an issue with a peritoneal dialysis catheter. The customer reports the pt woke up and saw a crack, with leaking, in his silicone tubing on (B) (6) 2009. Tubing was cut and adapter replaced on (B) (6) 2009. Pt has been on antibiotic therapy for peritonitis since (B) (6) 2009.